Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of the broken main tube to be related to the customer reported complaint. The prograsp forceps instrument was found to have a broken main tube and a piece measuring proximately 0.1325¿ x 0.314¿ was not returned with the instrument. The root cause of the broken instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the prograsp forceps (part number 471093-11/ lot number k10210607 0063) associated with this event has been performed. Per logs, the prograsp forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 11 uses remaining after the last procedural use. No image or video of the procedure was provided for review. This complaint is reportable malfunction event due to the following: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps instrument failed to respond and appeared to be off-center. The instrument had issues being removed from the cannula. The procedure was completed with no patient injury. The prograsp forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.